Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the atrial lead had undefined lead impedance in both unipolar and bipolar. The lead was unable to sense in the unipolar configuration and was unable to capture in both chambers. It also showed intermittent oversensing of the r waves and had other sensing issues. At the lead revision, it was found that the lead was not well connected into the device header. The lead was reseated and the device and lead remain in use. No patient complications have been reported as a result of this event.